Event description:
It was reported that; point of in-situ rod bender broke off. Replacement was not necessary and the case was not delayed.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The device was confirmed to have the tip deformed during implantation. Manufacturing files were reviewed and no anomalies were found. The instrument was found to be approximately 11 years old. The probable root cause is normal wear based on the age of the instrument.

Event description:
It was reported that; point of in-situ rod bender broke off. Replacement was not necessary and the case was not delayed.